Event description:
During a shoulder repair, the distal portion of a flexible suture passer needle broke off into the patient's body. All was retrieved and the case was concluded successfully without further incident or harm to the patient.